Event description:
It was reported that the tip of the driver fractured while inserting the screw. The tip remains in the screw implanted in the patient. Patient outcome: no adverse effect reported as a result of this event.